Manufacturer narrative:
No product was returned for this complain and a valid serial/lot number was not provided. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensor within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for this issue and identified no tripped trends. Complaint data analysis has been reviewed for this product and issue. No adverse trends have been identified. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer, a child, experienced an infection while wearing an adc freestyle libre sensor. Caller further reported that on an unspecified date/time, several days before calling, customer went swimming and his insertion site had been covered with a ¿waterproof plaster¿. Customer complained that it was too tight and was ¿hurting¿ so his parents removed it and noticed the area around the sensor was ¿red and swollen¿. They then removed the sensor and ¿fluid came out¿ so they brought him to his healthcare provider. Customer was diagnosed with an infection and treated with an unspecified ¿antibiotic cream¿ and an unspecified ¿pill¿. There was no report of death or permanent injury associated with this event.